Event description:
Customer reports the following: "complaint cause: defective powersupply the incident was detected before usage on the patient. Therefore no patient was involved. Replacement of spare part [was performed]." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. No information was provided regarding the circumstances of the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. Its power board was found to be defective and was sent back to brézins for further investigation. The power board was received damaged, the j5 connector was broken, probably due to a fall of the device. Due to the damaged condition of the board no further test could be performed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.